Event description:
It was reported that the therapy was delivered for what appeared to be sinus tachycardia with varying pr intervals. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.